Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asbss0153 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asbss0153) have been reported from the same (B)(4) facility.

Event description:
It was reported that nurses are having trouble with some of the miniloc needles. Reportedly, the small tab on the butterfly portion have been breaking and not securing properly and popping the needle back out. It was stated this happened twice to a nurse upon insertion and once while testing. This report addresses the first of three devices.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged miniloc is confirmed; however the exact cause is unknown. One 20 g x 0.75 in. Miniloc winged infusion set was returned for evaluation. An initial visual observation showed the safety mechanism had been activated and the dust cap remained on the luer connector. No obvious evidence of use was observed. Both barbs on the underside of the needle housing were observed to be slightly bent. A microscopic observation revealed one of the barbs was nearly detached from the housing. Evidence of plastic deformation was observed on both barbs, indicating the component was damaged at some point after it was molded. It is possible that the force which caused the barbs to bend was applied during manufacturing, storage, or use; however, it was not possible to determine when or where the damage occurred.. A lot history review (lhr) of asbss0153 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asbss0153) have been reported from the same (B)(6) facility.

Event description:
It was reported that nurses have been having trouble with some of the miniloc needles. Reportedly, the small tab on the butterfly portion have been breaking and not securing properly and popping the needle back out. It was stated this happened twice to a nurse upon insertion and once while testing. This report addresses the first of three devices.